Event description:
It was reported that there were sand holes in the middle of the catheter. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of holes in the catheter is inconclusive as the reported issue could not be reproduced. One 4 fr groshong nxt catheter and three 4 fr groshong nxt connector assemblies were returned for evaluation. The stylet was present within the catheter and the catheter did not appear to have been trimmed. The product sticker label indicated lot: redy2962. The catheter was flushed and pressurized with water and no leaks were noted. Microscopic observation of the catheter surface did not reveal any obvious splits or catheter damage. No apparent damage was noted on the connector assemblies; however, a section of a catheter was present within one of the distal connectors. The catheter segment within the connector did not appear to belong to the returned catheter as it was not trimmed. It is unknown if the catheter experiencing the reported issue was not returned. Since no apparent leaks were noted on the returned catheter, the complaint could not be confirmed and remains inconclusive at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2962 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there were sand holes in the middle of the catheter. No other information was provided.